Manufacturer narrative:
A supplemental report will be submitted when the evaluation is completed. This report is being submitted as the result of a retrospective review conducted in CAPA 584165.

Event description:
It was reported that during the initial inspection, the vacuum set point in the cardiosave intra-aortic balloon pump (iabp) was out of specification. It was -302.7 and the adequate requested value per spec should be: -295 +/- 5 mmhg. There was no patient involvement.

Manufacturer narrative:
Additional information:e1(event site postal code - (B)(6)). At this time, the customer has not requested getinge to evaluate the iabp. Additional information was requested from the customer with regard to the repair and status of the iabp; however, despite our best efforts, no repair information and no status of the iabp has been received. If any pertinent information is received in the future, a supplemental report will be submitted.

Event description:
N/a.